Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. A review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the 90-95% stenosed, mildly tortuous and mildly calcified right coronary artery lesion was predilated. A 2.75x23 mm xience xpedition stent delivery system (sds) was advanced, but was unable to cross the lesion. Resistance was felt with the vessel during removal of the sds. Another xience xpedition sds of the same size was successfully advanced and implanted. The procedure was successfully completed and the patient's final outcome was satisfactory. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.